Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose reading was 146 mg/dl. The customer stated that the down button became stuck and was no longer working as it used to. He reported that two days prior, he was attempting to deliver a bolus when he saw the numbers scrolling rapidly without input. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.